Manufacturer narrative:
After further review it was determined that this is a duplicate file and will be cancelled. Please reference manufacturer report number 2016493-2019-00733 for MDR reporting.

Event description:
It was reported that the primary infusion of potassium chloride 20meq/1000ml infusing at a rate of 75ml/hour free flowed. The customer later reported that there were no adverse effects caused to the patient from the event. Received a copy of the customer's additional information letter from FDA which states, ¿normal saline with kcl 20 meq new bag infusion started 1423 dose: 75 ml/hr rate: 75 ml/hr route: intravenous. At 1430 nurse contact with patient to reassess pain. Noted that patient's infusing IV fluids were set at 75ml/hr but were infusing much faster with approximately 800 ml of fluids infused at this point. Pump checked and per reading approximately 156mls tvi. Drips stopped. Second rn to bedside and verified gtts were programed as ordered and noted that in grip chamber fluid was free flowing. Vss, bs clear. Pump taken down, IV sets, pump and channels given to management. Provider called and informed of incident. Will continue to monitor."

Manufacturer narrative:
Concomitant medical products: 1000 ml baxter bag, lot y281501, exp feb20, potassium chloride. The products have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Additional patient information: diagnosis: small bowel obstruction.

Event description:
It was reported that the primary infusion of potassium chloride 20meq/1000ml infusing at a rate of 75ml/hour free flowed. The customer later reported that there were no adverse effects caused to the patient from the event.